Manufacturer narrative:
Based on the information provided the cause of the staple lines oozing more than normal are unknown. The customer has discarded the sureform 60 reloads associated with the incident. Hence, the cause of the reported incident is not known. If additional information is received, a follow-up MDR will be submitted. Isi received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped on both attempts without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of the logs showed no failures. Upon visual inspection, there was no damage was found. There was no problem detected. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09; lot #l13220613-0128) was installed 8 times and fired seven reloads (3 blue followed by four white). All firings were completed per the logs, with one pause for compression. There were no incomplete clamps by the instrument. No stapler-related errors were found in the logs. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted bariatric revision surgical procedure, it was reported that the staple lines where 3 blue sureform 60 reloads were fired, had more oozing than usual. Although the staple lines were complete and the oozing was estimated to be less than 10 ml, the surgeon had to cauterize the staple lines to address the oozing. At this time, it is unknown what caused the event to occur. Note: refer to medwatch reports (MDR) with patient identifier #s (B)(6) for MDR submission of the event reported against the other 2 blue sureform 60 reloads.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the surgeon observed more oozing than usual along the staple lines where a sureform 60 stapler instrument was used. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator stated she was present during the bariatric revision procedure. There was more oozing than usual on the first three staple fires on stomach tissue. She did not recall the order of the reloads used. However, she confirmed that blue and white sureform 60 reloads were involved in this incident. After the surgeon completed these three fires, there was less than 10 ml of blood loss from the oozing from the three staple lines. As a result, the surgeon used a vessel sealer extend (vse) instrument to cauterize the oozing on all three staple lines. It was confirmed that there were no holes in any of the three staple lines. The robotics coordinator confirmed that there were no system-generated errors, no buttress material usage, or impediments, and the tissue was not thick or compromised. There was a leak test conducted which was negative. The surgeon had reportedly mentioned that the issue was most likely linked to the patient's conditions as it was a revision procedure more so than a stapler issue. It was confirmed that the patient was not on blood thinners. The robotics coordinator confirmed that the stapler reloads were discarded, and there is no video recording of the procedure.